Event description:
Customer's wife called to report that they were hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Customer's wife stated that hospitalization was also due to acute renal failure and transaminitis. Customer's wife stated that husband's high blood glucose levels were due to a malfunction. Customer's blood glucose values at the time of hospitalization was 745 mg/dl. Customer was wear the insulin pump at the time of hospitalization. However, customer was on an insulin drip for two days. Customer has stopped using the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.